Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the central nurse's station (cns) went black, displaying "power lock" and "no signal" error messages. No patient harm or injury was reported. Investigation summary: communication loss does not create any biological, chemical, or radiologic hazard that could have a significant public health impact. The customer reported that their display was blank and was not able to receive an input signal. Nk tech support advised the customer to contact their biomed in order to troubleshoot the issue and possibly swap the cables with new cables. No further issues were reported and no additional information on the resolution was provided. A review of pu-621ra serial number 928 revealed no subsequent complaints reporting of display issues. It is likely that the customer was able to resolve their issue without assistance from nk tech support. A root cause cannot be determined. The cns was installed at the customer's facility on approximately 3/2015. The root cause is likely to be related to wear and tear on the monitor cable connected to the cns. The wear and tear may have damaged the cable wires, severing the connection. It is unlikely that the blank monitor occurred as a result of a malfunction of the monitor or cns. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the display screen on the central nurse's station (cns) went black, displaying "power lock" and "no signal" error messages. No harm or injury was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen went black, only displaying a "power lock" and "no signal" errors. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) screen went black, only displaying a "power lock" and "no signal" errors. No harm or injury was reported.